Event description:
An issue was reported where the caller experienced an incorrect time display on their pump. There was no adverse impact to the customer¿s blood glucose level as a result of this issue. The caller updated the time settings with assistance from technical support and was advised to monitor and follow up if the time discrepancy reoccurred.